Event description:
Conmed japan reported on behalf of their customer that the device yprc02r, y-knot pro rc anchor, two ribbons was being used on (B)(6) 2025 during an arcr procedure and ¿it was reported from the sales rep that 'because the patient was young and the bone was hard, I recommended using an awl punch to prepare the hole before anchoring. However, the user inserted the needle without an awl, which resulted in one of the two prongs at the tip of the inserter breaking. The broken part was removed, and the procedure was completed successfully with the same product, yprc02r, from a different box'." There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device yprc02r, y-knot pro rc anchor, two ribbons was being used on (B)(6) 2025 during an arcr procedure and "it was reported from the sales rep that 'because the patient was young and the bone was hard, I recommended using an awl punch to prepare the hole before anchoring. However, the user inserted the needle without an awl, which resulted in one of the two prongs at the tip of the inserter breaking. The broken part was removed, and the procedure was completed successfully with the same product, yprc02r, from a different box'." There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants, are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Avoid lateral loading while inserting y-knot pro anchors. Maintain proper alignment during insertion of anchors and disengagement of driver. We will continue to monitor per regulatory requirements to help ensure patient safety.